Manufacturer narrative:
Dry mouth.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (B)(4), alleging that her onetouch select simple meter would not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began at 4 pm on (B)(6) 2018. The patient reported that she manages her diabetes with oral medication. The patient reported that within an hour of the issue, she developed symptoms of ¿dry mouth, headache, tired and nausea¿. She reported that a health care professional visiting the house, at 6 pm on (B)(6) 2018 obtained a blood glucose result of over ¿480 mg/dl¿. The patient reported that she was treated by a health care professional at 6 pm on (B)(6) 2018 with oral diabetes medication. During troubleshooting, the csr noted it was not the first time the meter was being used, and that the correct test strips were being used. There was no evidence of misuse of the product. Csr noted that when troubleshooting was carried out with the patient when the power button was pushed the meter turned on. The patient did not have any test strips at the time of the call, and there was no evidence the batteries needed replaced on the information provided. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms and received medical treatment for a serious injury adverse event while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.